Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. H6: mechanical (g04), drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit fractured while the surgeon was using a peg drill. The surgical technique was utilized. No pieces fell inside the patient. There was no surgical delay. Attempts have been made and all available information has been provided.